Event description:
The customer reported a thryoglobulin (tg) reagent pack was loaded incorrectly onto the reagent carousel involving the access 2 immunoassay system. The customer noted all three levels of quality control (qc) produced results at or near 0 ng/ml. The customer inspected and located the tg reagent pack in carousel location #3 while the instrument software had listed the reagent pack in location #1. The customer removed the mis-loaded pack and repeated qc on an appropriately loaded reagent pack and obtained qc results within the laboratory's established ranges. Six patient results were generated from the mis-loaded reagent pack and were below the normal reference range. One of the patient samples repeated in a different reference range after reanalysis. The erroneous results were released out of the laboratory. There has been no report of patient consequence or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Operator error contributed to the event.